Manufacturer narrative:
During inspection and testing of the device, the noisy image and no image issues identified by service were found to be due to a faulty cable unit. In addition, service found that switch button #1 and switch button #2 would not work. The optics retention coupler was found to be rusty and damaged, causing image drift and issues with the endoscope rotation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported non-specific image issues with the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the image was noisy when the cable was moved and the image would disappear. This report is being submitted for the malfunction found during evaluation (image disappears). Additional information was requested regarding the reported event; however, the customer was not able to provide any further information.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.